Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e nlw1613c93ej, serial/lot #: (B)(6), ubd: 13-mar-2015, UDI#: (B)(4) ; product ID: enlw1616c93ej, serial/lot #: (B)(6), ubd: 01-feb-2015, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported during an emergency medical consultation on an unknown date, CT scan identified common iliac blockage on both the right main (23-16-145 <(>&<)> 16-13-93) and left contralateral side (16-16-93 + 16-13-93). Recently, the patient was transferred to hospital due to a rupture. CT identified an overlap between enlw1616c93ej <(>&<)> enlw1613c93ej on the left side - only 2.5 stents. A type iiia endoleak was confirmed, which is thought to have caused the rupture. Intervention was performed. Per the physician the cause of the type iiia endoleak and rupture is undetermined. No additional clinical sequalae were provided and the patient will be monitored.